Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On jan 11, 2022 customer returned pump for an alleged cracked case and clip rails. Pump received with multiple cracks on the case and cracked belt clip slot. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.